Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, inflation difficulties were encountared. The physician initially implanted a taxus stent in the distal rca. He then attempted to place a second drug-eluting taxus stent in the rca, but when he tried to inflate the balloon to deploy the stent, he was unable to do so. He removed the entire system, and upon removal, noted that the hypotube was broken. He used two other stents to finish the procedure. No patient injury or complications were reported.